Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Manufacturer narrative:
The articular surface was returned for further evaluation, however the threaded fragment of the support screw was not returned. The returned device was evaluated and the reported event was confirmed, as the support screw fractured above the threaded portion of the screw. The articular surface was noted to have nicks and gouges across the surface of the device which are indicative of use. DHR was reviewed and no discrepancies relevant to the reported event were found. This type of event is addressed in the package insert and the surgical technique indicates technique for proper use; however, the root cause cannot be determined with the available information.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's knee arthroplasty was revised due to pain and potential infection.